Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the buttons on the insulin pump are not responding properly; the customer has to press them several times to make them work. The customer removed the battery for 12 hours to reset the insulin pump and stated that blood glucose was normal but after not using the device for 12 hours, it increased to 360 mg/dl. The customer treated with manual injection and blood glucose went down to 185 mg/dl. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump had intermittent up arrow button response due to corroded keypad traces. The insulin pump was programmed with a test glucose meter and communicated properly. The reading showed in the insulin pump history. The insulin pump downloaded properly and the report showed the readings. The insulin pump had minor scratches on the display window, a cracked case at the display window corner, cracked belt clip slot and a cracked reservoir tube lip.